Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lens and contaminated downstream occlusion (dso) seal. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the pump was found to be over delivering. The root cause was determined to be the pump's expulsor. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing, the pump failed volume test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.